Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to leaking on the side of the scope connector. Along with the findings reported in the event description the evaluation also concluded there was physical stress of the scope, a crack on the distal end cover, the bending section cover was chipped (affecting insulation), peeling on the cement of the light guide lens, the elevator channel water flow was loose, the scope connector inlet was loose with leaking, label peeling and open fluid invasion; an open fluid invasion was also found in the ultrasound connector and the ultrasound electrical insulation had a megaohm value equal to zero. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was air/water leakage and bubbles in the cable connector on the evis exera ii ultrasound gastrovideoscope during reprocessing. During the inspection and testing of the returned device, the glue on the forceps cover was found to be peeling. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.